Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc) observed at maximum output. This rv lead was successfully replaced. Other than the revision procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.